Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1 date of submission 09/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/14/2016 with the following findings: during investigation, a visual inspection showed that the battery cap slot was slightly worn but not damaged. There was no damage observed to the pump. The battery cap was able to tighten securely and be removed from a test pump. The battery cap contact height and width measurements were found to be within specification. The complaint of the battery cap not able to be removed from the pump was not observed. There was no defect found during investigation.